Event description:
Lead fracture was reported. Lead was capped and replaced.

Manufacturer narrative:
The reported fracture could not be confirmed. A partial lead with the connector pin measuring 12.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.